Event description:
It was reported that multiple cartridges were damaged at the cartridge tubing. There was no adverse impact to the customer's blood glucose level. Customer changed the cartridge and successfully resumed insulin therapy.